Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in an arteriovenous fistula. An 8.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, during the first inflation, the balloon material burst, detached, and moved to the proximal end of the catheter. While attempting to pull the device though the sheath, the balloon material detached and remained inside the patient. To prevent from further possible migration, a stent was placed over the unretrieved balloon material and the procedure was completed. There were no patient complications and the patient fully recovered. The patient will undergo a fistula revision and the unretrieved balloon material will be removed by then.

Manufacturer narrative:
D4 - lot number: updated from unk to 27865399.